Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. The patient underwent a incisional hernia repair with mesh. It was reported that after implant, the patient experienced recurrence and infection. Post-operative patient treatment included surgical revision.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment incisional hernia. It was reported that after implant, the patient experienced recurrence, adhesions, abscess, fistula, open wound, cholelithiasis, pericholecystic edema, fluid collection, fibrinopurulent material, inflammation, bacterial infection, foreign body reaction, purulent hematoma, nausea, vomiting, erythema, feculent drainage, pain, and infection. Post-operative patient treatment included surgical revision, incision and drainage of abscess, removal of mesh, wound vac, and repair of ventral hernia.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a tvt/tot suspension hernia repair with mesh. She had revision surgery 7 years and 10 months post-surgery. The patient experienced surgical revision, recurrent hernia, infection.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment incisional hernia. It was reported that after implant, the patient experienced recurrence, abscess, fistula, open wound, and infection. Post-operative patient treatment included surgical revision, incision and drainage of abscess, removal of mesh, wound vac, and repair of ventral hernia.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment incisional hernia. It was reported that after implant, the patient experienced recurrence, abscess, fistula, open wound, cholelithiasis, pericholecystic edema, fluid collection, fibrinopurulent material, inflammation, bacterial infection, foreign body reaction, purulent hematoma, nausea, vomiting, erythema, feculent drainage and infection. Post-operative patient treatment included surgical revision, incision and drainage of abscess, removal of mesh, wound vac, and repair of ventral hernia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment incisional hernia. It was reported that after implant, the patient experienced recurrence, adhesions, abscess, fistula, open wound, cholelithiasis, pericholecystic edema, fluid collection, fibrinopurulent material, inflammation, bacterial infection, foreign body reaction, purulent hematoma, nausea, vomiting, erythema, feculent drainage, pain, and infection. Post-operative patient treatment included surgical revision, incision and drainage of abscess, removal of mesh, wound vac, mesh revision, CT-scan, and repair of ventral hernia. Relevant tests/laboratory data, including dates: (B)(6) 2016: labs abnormal for wbc 18.9.(B)(6) 2016: abdominal/pelvic CT scan showed cholelithiasis, and pericholecystic edema concerning for acute cholecystitis, and a 6x17x10 cm fluid collection along the anterior abdomen, at site of prior hernia repair. (B)(6) 2016: pathology report from infected hernia mesh showed prosthetic mesh with adherent fibrinopurulent material and heavily in flamed granulation tissue (B)(6) 2017: abdominal/pelvic CT scan showed interval increase in size of subumbilical fistula, freely draining through a some [sic] cutaneous fistula. (B)(6) 2017: wound culture + for sparse growth of klebsiella pneumoniae, streptococci, alpha hemolytic (B)(6) 2017: pathology report from mesh excision showed synthetic mesh with associated soft tissue containing suppurative inflammation and foreign body reaction (B)(6) 2017: labs abnormal for wbc 17.0, hemoglobin 9.9

Manufacturer narrative:
Additional information: b5, b7, additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.